Manufacturer narrative:
Batch review performed on (B)(6) 2021: lot 2002755: 99 items manufactured and released on (B)(6) 2020. Expiration date: 2025-05-27. No anomalies found related to the problem. To date, 60 items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery was performed 4 weeks after the primary due to suspected infection. Dair was performed and the insert successfully revised.